Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-71450-30 / lot: not reported / dom: n/a / exp: n/a (qty 2). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information received from the intreped clinical database. Treatment of a right unruptured fusiform ica (internal carotid artery) other c6-c7 aneurysm measuring 22mm x 22mm. It was reported that the patient underwent pipeline embolization treatment involving three pipelines on (B)(6) 2011 and expired a year later after delayed thrombectomy was done due to a stroke.